Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that when an asymptomatic patient presented in clinic for a follow up visit, device was unable to be interrogated. The device was interrogated with multiple programmers testing the inductive and radio frequency telemetry functions however the device was still unable to be interrogated. The telemetry functions were tested however it was unsuccessful. Later it was reported that the device had stopped working and physician suspected this was due to premature battery depletion. Device was explanted and a new device was implanted. Patient was stable post procedure.

Manufacturer narrative:
Premature battery depletion and communication failure was confirmed by analysis. No sources of high current were noted. The cause of the premature battery depletion was consistent with li cluster formation. From these analyses, in the absence of high current draw, it is probable that the premature battery depletion was caused by a lithium cluster induced short circuit. Li clusters are a known depletion mechanism for these advisory products that has been investigated and associated with a field action in october 2016.